Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported material separation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A conclusive cause for the reported material separation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the hub of a 2.5x15mm xience sierra stent delivery system (sds) separated during preparation of the device. No resistance was felt when removing the sds from the dispenser coil. The sds was not used and there was no patient involvement. The procedure was successfully completed with a new 2.5x15mm xience sierra sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.